Event description:
Elderly female with history of cad (coronary artery disease), htn (hypertension), dm (diabetes mellitus) and cirrhosis of the liver. Procedure: cta (computed tomography angiography) of abdomen and pelvis with contrast. While injecting contrast into the patient, the hub of the catheter broke off. The catheter was flushed prior to use. No known harm to patient. Manufacturer response for catheter, continuous flush, direxion hi-flo (per site reporter) will obtain.